Event description:
Review of the device diagnostic history upon service of the device noted pressure sensor failures. Failure of the pressure sensor may affect the accuracy of the system pressure measurement during normal ventilation operation, and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The user must provide alternative ventilation and have the ventilator serviced. The customer did not report the occurrence to the manufacturer's field service engineer previous to service. Upon evaluation of the unit, the service engineer reported the ventilator display was not visible but the device was still ventilating. The service engineer replaced the power management board to correct the problem. Applicable final testing was completed to operating specifications and testing passed.